Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter had displayed an error message ¿ error 2. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2014 between "4-6pm". The patient manages their diabetes with insulin pump therapy and denied taking any action in response to their regular diabetes management regimen routine as a result of the error message appearing. The patient stated that ¿10 minutes¿ after the product issue first occurred, they felt ¿thirsty and irritable¿. The cca documented that the patient did not receive any form of medical treatment in response to this. At the time of troubleshooting the cca noted that there was no misuse of the product, but the patient was using the incorrect testing technique. However, when the cca educated the patient on the correct testing technique and walked them through a retest the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.